Manufacturer narrative:
The device was received with the slide insert not visible in the top housing window, linkage assembly in a partially deployed position and the needle exposed and bent in the soft cannula. The top housing was removed, and the needle mechanism remained in the partially deployed position. The linkage assembly was partially extended, the slide insert was stuck before the catch beam, and the release bar was held undeployed by the ratchet gear firing flat. The data was reviewed and the device completed first prime and was deactivated before second prime at 46 pulses. The device was reset using the lock and load fixture and with the release bar held undeployed by the ratchet gear firing flat the linkage assembly and slide insert deployed to the partially deployed position in which they were received. The release bar was removed and the angle between the release bar arm and shaft were measured to be outside the upper limit of the part specification. The investigation found no other damage or defects that would contribute to the needle deploying early. The out of specification release bar prevent the cam finger from holding the needle mechanism in the undeployed state and can be confirmed as the cause of the needle mechanism deploying early. The timing and cause of the bend in the needle and could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.2. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cgm sensor type: g6.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure.